Event description:
The constellation machine was ready for use, but it malfunctioned (presenting an error) before surgery could begin. The rep was called, and he advised the team to exchange the machines. Patient was already under general anesthesia when the malfunction occurred causing the patient to be under anesthesia longer than expected. The procedure was delayed an extra twenty minutes before the new machine was ready for operation.